Manufacturer narrative:
Concomitant product(s): product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that the stimulator was not working and she had never gotten stimulation sensation. Impedance measurements were not taken. The patient was advised to contact the managing healthcare provider (hcp) to setup an appointment. It was noted that the patient's relevant medical history includes spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Event was updated to serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the therapy was not working. It was no celebration for the patient. It was in the wrong location. The stimulation was supposed to cover the left leg, left arm, her back, and bottom of her right arm. However, the patient only felt it in the back even after multiple reprograming sessions with the manufacturer's representative (rep) so the patient decided to stop using the therapy. The patient mentioned she stopped using the stimulation before (B)(6) 2015 and then later stated she stopped using it in (B)(6) 2015. The patient did see another physician in 2016 who performed some imaging and said that the device was not implanted in the correct area that the patient was scheduled to have a revision or replacement on (B)(6) 2016. The stimulation only worked for one day after implant. The reps were unable to program stimulation so it would cover the correct areas.